Manufacturer narrative:
(B)(4). The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the ostium that was mildly calcified. After successful deployment of the 4.0 x 23 mm xience prox stent implant the stent delivery system balloon would not deflate at all. The balloon was able to be removed carefully from the deployed stent implant still fully inflated. No further treatment was required. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The deflation difficulties were unable to be confirmed due to the condition of the returned device. The difficulty removing the stent delivery system could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deflation difficulties; however, the difficulties removing the device appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.